Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump's black box showed no evidence of short battery life. The battery cap was able to fully tightened. There were battery compartment cracks observed below the grip pad. The pump case was cracked in the corner of the display area. The cartridge cap rubber was torn on the top of the cap. The cartridge cap was able to be fully secured. The pump's current draws were within specifications. Pump powers with returned battery cap to a dim discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.